Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare profession. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was possible that the main unit was not operating properly due to communication failure caused by the failure of the internal circuit board of the main unit, but the factors that led to the failure of the internal circuit board of the main unit are unknown and could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the camera head, the brightness setting automatically changed to 8 and was unable to be moved. The reported malfunction occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There was a delay of unspecified time. There were no reports of patient injury or medical intervention associated with this event.